Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/09/2026. An investigation was conducted on 03/30/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the heater wire. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaw. No peeling of silicone insulation was observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot # 3000516581 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the tip of the vasoview hemopro 2 detached and the device did not function properly,. The surgical field could not be seen properly. A new device was used, which worked without issue. There was no delay to the procedure and no patient injury occurred.